Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery compartment and did not work without tape anymore. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unable to download unit due to blank display. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked case corner of belt clip rails, missing display window cover, missing serial number label, stained keypad overlay and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.